Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was congestive heart failure, pneumonia, end stage renal disease, coronary artery disease, heart attack, diabetes. The customer had multiple heat attacks and multiple heart surgeries; he had been sick since 1995, when the first heart attack happened. The customer had end stage renal failure, diabetic retinopathy, coronary artery disease, stroke, infection, amputated leg, amputated toes on other foot. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was taken off insulin pump therapy for a while, due to illness, but later resumed. The customer used sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis.